Event description:
It was reported that customer's insulin pump had a badly scratched display, making it difficult to read. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, reservoir tube window, cracked case at dispaly window corners and battery tube threads.